Event description:
It was reported that the patient presented for an implant procedure. The atrial lead to be implanted was suspected to be fractured. The atrial lead was replaced during the same procedure on (B)(6) 2022. No patient consequences.